Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum large volume pump was not infusing during patient infusion in the neurosurgical intensive care unit. During bolus infusion, the pump froze and stopped infusing. The pump was restarted and the infusion was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information: b1, b5, f10 (health effect - clinical codes and health effect - impact codes). B5: the patient presented to the neuroscience intensive care unit (nsicu) with a systolic blood pressure between 50-70. The rapid response team was called, and an unspecified IV fluid bolus was ordered. During the infusion the pump froze and stopped infusing. After an unspecified amount of time, the pump restarted, and the infusion was able to complete. No further information was available at the time of this report. H11: should additional relevant information become available, a supplemental report will be submitted.